Manufacturer narrative:
The reported event was for ¿lead attachment noted in both leads¿. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with low sensing noted on the right ventricular lead. During the revision process, both leads were found to be wrapped around each other. The leads were explanted on (B)(6) 2025. No adverse patient consequences were reported.